Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, post paced t-wave oversensing due to non-sustained right ventricular oversensing was noted on the device. In addition, post sensed t-wave oversensing due to premature ventricular contraction was noted on the device. Far field oversensing was also noted on the right atrial channel of the device. The device was reprogrammed to address the post paced t-wave oversensing event and the patient was stable with no adverse consequences reported.